Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. Approximately eight days later consumer developed an infection at the ear piercing site and sought medical attention. Consumer was admitted into the hosp for intravenous antibiotics and released a few days later.